Manufacturer narrative:
On 11/6/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, generalized illness. Concomitant products: mentor memorygel 350cc silicone breast implant, cat #: 3544400, sn #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent an unknown breast surgery with mentor memorygel 350cc silicone breast implants which the left side deflated after implantation. Patient reported fatigue, sharp pain, muscle pain, fluid build up, joint pain, noticed visible change in left implant, and pain. MRI examination confirmed left side leak.the issue was confirmed by the physician. As a result patient scheduled for removal on (B)(6) 2019.

Manufacturer narrative:
On 11/12/2019, additional information received indicated that date of explantation was on (B)(6) 2019, and procedure performed was bilateral removal with no replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 11/12/2019 indicated that the generalized illness and rupture were bilateral. Correction: patient code "pain" unintentionally was not reported on the initial submission. This report is for the left side. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry) it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).